Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and was found with one grip severely bent, causing a misalignment of the grips. The damage was found at the clip groove. As a result, the clip could not be properly loaded on the grips. The grips do not show cracking damage. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis. Additionally, isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use. There was no damage found at all to the instrument. There were still 84 remaining uses, as the site seldom use that size of the clip. The incident occurred when the surgeon attempted to clamp on the vessel. The issue was related to an unsuccessful clip application (e.g., incomplete closure of clip). The surgeon used welfare medical limited polymer clips with the clip applier instrument¿size ml. The vessel or tissue bundle was not greater than the specified diameter suggested in the IFU (10mm for medium-large clip applier). The surgeon has experience with clip application and he knows which size should be applied on the vessel. The issue occurred while attempting the first clip application. The surgeon tried two different clip applier instruments and they did not clip on the vessel. The site used a laparoscopic applier instead to resolve the issue.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the medium-large clip applier instrument was not applying clips. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.